Event description:
It was reported that the lead impedance and thresholds were high at implant. Repositioning did not resolve the issue. The lead was removed and it was noted there was tissue in the helix. The doctor attempted to removed the tissue, and the helix then hyperextended. The lead was not used. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.